Event description:
It was reported that the asymptomatic patient presented for follow up. Post paced t wave oversensing was observed via stored egms. The patient did not receive therapy. Programming changes were made. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.